Event description:
Procedure was endo-venous laser ablation of the saphenous vein. Patient had no scar tissue nor abnormalities. Guidewire was placed into vein and dilator snapped into sheath with no problems. When doctor removed dilator and inserted laserfiber, half way into insertion, connector fell off. Physician was able to continue by holding connecting arm with fingers. When surgery was completed, doctor noticed tip of sheath had unravelled or broke. He was able to retrieve device without any fragments or parts left in patient. To this date, patient has not suffered any adverse conditions and is unaware of difficulties encountered.